Event description:
Dr. (B)(6) is planning to share his actis data soon (I believe he said he submitted a manuscript to (B)(6)). Not sure if its helpful for you to have the info before the publication is formally accepted, but here are my notes, to the best of my ability as he spoke. Dr. (B)(6) tracked 4 year survivorship of actis within his group 5,000 stems I think, with almost 100% survivorship. Peri-prosthetic fracture rates are low, intraoperative calcar fracture was almost 0. His personal cohort was 2450 patients and they had 0 aseptic loosening. 2 fracture rates out of his cohort. 2 revisions for infection were noted (not sure if just his cohort or his whole group). He said on one of the revisions, patient had stem for 14 months. Dr. (B)(6) removed the stem by cutting off the collar and working around the medial side of the calcar. Question from sales manager (B)(6), we have surgeons who have switched from corail to actis experience the broach not always being rotationally stable. We have instructed them to start in slight varus and let it build from there. Can you add anything else to this? Dr. (B)(6) noted that this experience can be common for surgeons when learning the stem. He seemed to agree with (B)(6) surgeons should not lateralize the entry of the stem as early in the prep process (like they would with a longer stem). This tip is already shared in the surgical technique for actis. The field also asked about the progressive collar sizes they are hearing about, regarding a competitive stem ((B)(6) from stryker). Dr. (B)(6) explained the design of the actis collar and how it is able to create contact with the calcar, without being too large. He said that a perfect collar to him would be a modular collar that snaps on and could vary in size (I¿m not positive his reasoning, could have been for patient-specific anatomy, in context) he said he had used a stem like this (from (B)(6)) earlier in his practice. Since he is a designer of the actis stem, I would imagine he shared this feedback of his ideal collar during development, but just want to pass it along anyway in case you all would like to capture it as well.

Manufacturer narrative:
Product complaint # (b)(4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.